Manufacturer narrative:
The customer¿s report that when the infusion was completed, it was noticed there was a small amount of chemo (cisplatin) that was left in the bag, was not confirmed. Dimensional analysis and functional testing verified the set¿s tubing to be within specification and the infusion performed as per design. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in all the sets' drip chambers and entire length of tubing. No abnormalities were observed on the sets during visual inspection. The root cause was not determined.

Event description:
It was reported that cisplatin 97 mg/97ml in 500 ml was to infuse over 1 hour. The total volume was 639.6ml, rate: 639ml/hr., duration 1hr, bag overfill volume 100ml when infusion was completed, rn noticed there was approximately 100cc of chemo (cisplatin) left in the bag. There was a secondary infusion of mannitol 20%/12g that was reported to infused before or after the cisplatin infusion. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical product: 1 500 ml baxter bag lotw9e22b1 exp aug 20 0.9% sodium chloride injection;1000 ml baxter bag lotw9b27aj exp aug 20 0.9% sodium chloride injection;one used 150 intravia container lot dr18k22077. Product was received and investigation is ongoing. A supplement will be sent when investigation is complete.

Event description:
It was reported that in the oncology unit, after the infusion was completed, rn noticed there was approximately 100cc of chemo (cisplatin) left in the bag.